Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after a meal announcement and delivery of 9.45 units while new to the system, with logs showing lows before the meal; the user followed 15 g carbohydrate every 15 minutes and received device low and urgent low alerts. Symptoms included low blood glucose with a nadir of 50 mg/dl, without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates, no medical intervention, and recovery with glucose rising to 77 mg/dl by end of the call. Investigation included review of device logs and user education on managing lows, including use of the 15/15 rule and avoiding meal announcements when trending low. Investigation of this case revealed that the device was functioning with low alerts present, and early use of adaptive dosing combined with a preexisting downward trend and announced meal likely contributed to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.